Manufacturer narrative:
From the investigation was determined that the arc cut incisions and the clear corneal incisions overlapped by 14 degrees. Root cause: operator error.

Event description:
On (B)(6) 2014, a doctor noted a perforation in the temporal ai.